Manufacturer narrative:
Cec adjudicated the previously reported right sfa restenosis as an event (target lesion percutaneous revasc) and as related to the device and not related to the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the sfa of the right leg. Device was successful. Approximately 18.5 months the patient experienced right sfa restenosis. Target lesion pta of the right sfa with non-mdt ballooning was performed 1 day later. Investigator indicated that the reported event was not related to the study device, procedure or paclitaxel. Patient is reported to have recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.